Event description:
It was observed that during the device evaluation, the videoscope exhibited scope error e218 - no image which was resolved after replacing the circuit board. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the problem occurred due to the scope connector had water leakage, causing a failure in the electronic components. However, the root cause of reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.